Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that less than four years ago the patient underwent the implant of an artificial urinary sphincter (aus). The patient indicates that his physician decided to place the cuff slightly looser than the manufacturer recommendation to minimize the risk of atrophy. In the last year or two the patient has developed a degree of recurring incontinence that increases when he is seated. The patient indicates that the cuff is low down and can be felt quite easily. This is the area of the groin that is in pressure contact when seated. The patient suspects that pressure being exerted on the cuff area allows fluid to escape past the constricted area of the cuff. The patient wonders if the cuff can be tighten by surgery or if the cuff can be relocated further up in the urethra.